Event description:
It was reported that a malfunction occurred with malfunction code 12 displaying. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not reoccur, and the customer was advised to continue using the pump and to call back if the issue recurred.